Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 20, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an infection. The patient was not re-implanted with another device.